Manufacturer narrative:
Block d2b: lgw, qrb additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Sc-2317-70 (sn (B)(6)) sc-2317-70 (sn (B)(6)) investigation result: the device was not returned to boston scientific for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: "system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control", "undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure" and "persistent pain at the ipg or lead site" are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent leads replacement procedure. Patient had good coverage postoperatively. Hospital kept explanted leads.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7085136. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent leads replacement procedure. Patient had good coverage postoperatively. Hospital kept explanted leads.